Event description:
The customer returned the duodenovideoscope to the service center for evaluation of a separate issue. During device analysis, the service repair technician found that the introduction sheath at the distal tip was perforated and exhibited glue residue, and the distal end was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the investigation finding could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.